Event description:
It was reported that the intraocular lens (iol) was implanted; however, during the implant of the lens, the doctor reported sticky haptics. There was no patient injury reported. It was not clear if the haptic stuck to the haptic or if the haptic was stuck to the optic. The exact event date is unknown; however, the surgery site reports the lens implant was between (B)(6) 2015. No further information was provided.

Manufacturer narrative:
Date of this report to (B)(4) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. No deviation or assignable cause was identified when this production order was manufactured. The documentation shows that the production order was found to be within specifications and the devices met manufacturing release criteria. Manufacturing related cause was not identified. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): reason for non evaluation: to date, the intraocular lens remains implanted.all pertinent information available to abbott medical optics has been submitted. Placeholder.